Event description:
Customer reported experiencing a cartridge alarm 20 while the pump was in use. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support resolved the issue by arranging to send a replacement pump with updated software to the customer, who acknowledged the instructions. The customer was directed to switch to multiple daily injections as a backup therapy and provided with instructions for returning the malfunctioning pump to tandem.